Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250-260 units of insulin. Reportedly, the customer did not perform the cartridge air removal step. Additionally, it was reported that a cartridge alarm 29 occurred during the load sequence, and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support helped the customer successfully load a cartridge and resume insulin delivery. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The alarm 29 issue was verified; however, based on the analysis, the minimum fill notification, noisy during delivery, and load fill tubing could not be verified.